Event description:
Reporter stated that patient received the following results on performa system compared to a professional meter within 10 minutes: 26.0 mmol/l (performa system) and 5.6 mmol/l (professional meter). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.